Event description:
Rv lead unipolar impedance warning triggered multiple times due to low impedances. Lead remains in use. Something going on with the leads, lead extract/replace, ICD lead failure. Caller noted that there was something going on with the leads. The only additional information she had was that the report stated "ICD lead failure". She noted the leads are to be extracted but no additional information about which leads and what is wrong. The system was explanted. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).